Event description:
I have a medtronic 670g insulin pump with guardian sensors. My sensors continue to provide inaccurate readings. For example, my sensor said I was below 40 but my meter said I was 123. And my sensors have repeatedly malfunctioned. Due to my sensors giving inaccurate readings, I have had numerous low blood sugars while driving. FDA safety report ID # (B)(4).